Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that he sometimes experiences elevated blood glucose. He believes this may be due to a bad infusion site. He stated that his blood glucose has been as high as 250 mg/dl. He stated that his blood glucose is normally under 150 mg/dl. Symptoms of elevated blood glucose include headache, thirst, dry mouth, and feeling "queasy." To lower his blood glucose, the patient administers a bolus through his infusion device. If his blood glucose does not decrease he then changes his infusion site. He then reported blood at his infusion site. He stated he was very thin and it was suggested that he try an infusion site with a shorter cannula length. During troubleshooting, the patient noticed moisture in the cartridge compartment of the infusion device. He stated that he does place cold insulin cartridge inside the infusion device. He was advised only to use room temperature insulin. The patient was instructed to dry the cartridge compartment of the infusion device. In addition, the patient reported having a kidney infection, he is taking a new medication for neuropathy, and he has a high level of stress. Upon follow up, the patient stated he is using a shorter cannula length and his blood glucose has improved. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.